Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted coronary dilatation catheters, nc trek rx, global, instruction for use states: balloon pressure should not exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to user error.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, an unspecified nc trek balloon dilatation catheter (bdc) was advanced. The balloon was inflated above rated burst pressure and the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. Another unspecified nc balloon catheter was used to ultimately treat the target lesion. No additional information was provided.